Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: patient got admitted with the following pre-op diagnosis: lumbar degenerative disc disease with mechanical lower back pain, lumbar degenerative disc disease at l4-l5 and l5-s1 with symptoms of left l5 and l4 radiculopathy due to degenerative disc disease. Patient underwent the following procedures: transforaminal lumbar interbody fusion, l4-l5 and l5-s1, with peek cages and dmb. Posterior fusion, l4 to s1, with pedicle screws and rods. Per op-notes: ¿I prepared the dmb outside and I put a sponge of dmb to the right of the cage and to the right anterior of the cage, and then the 10x26 cage into l5-s1 in oblique fashion filled with dmb sponge. Then another dmb sponge was placed lateral to that cage¿then I placed another 12x22 cage filled with dmb with another sponge in front and to the right of that cage and one to the left of that cage. ¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.